Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a spark and smoke from the ups of the architect c16000. The customer disconnected all the cable entries to the ups and directly reconnected them to the wall sockets, after which the customer reported everything was performing normally. No damage was reported. No injury was reported and no impact to patient management was reported.

Manufacturer narrative:
Additional clarification was provided by the customer that the spark and smoke were not caused by list 03l77-97 or any other abbott product. Based upon this new information, this complaint is no longer a reportable event. No additional information will be provided regarding this event.